Event description:
It was reported that the customer experienced a blood glucose (bg) level of 545 mg/dl; cause of bg not known. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with manual insulin injection and intravenous fluids of saline. Treatment resolved the issue and the customer suffered no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the hospitalization release date, however, no response was received. The customer reverted to an alternate method of insulin therapy.